Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
In the last few days, we had a pt experience chest pain (burning) radiating into the ear/jaw during PICC placement. Initially, we thought the pt anxiety may be contributing to some ischemia? (This was a young guy 34 but very anxious). The second time this same pt was to have a PICC inserted, he had the same experience.